Event description:
Boston scientific received information that during a routine follow undersensing was noted when it comes to this right atrial (ra) lead as well as loss of capture. An allegation of a ra lead dislodgment was noted. The device was reprogrammed rather then having the patient undergo a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.